Event description:
In 2010, this pt was undergoing endovascular repair using gore excluder endoprostheses. The physician was aligning a aortic extender component just slightly proximal to the proximal end of the trunk-ipsilateral device and had retracted the device slightly to relieve the stored energy in the catheter. Upon deployment, the device jumped approximately 1.5 cm proximal, slightly covering the left renal artery. A bare metal stent was placed in the left artery and profusion was maintained.

Manufacturer narrative:
A review of the manufacturing paper work has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.